Manufacturer narrative:
Customer did not return any product for analysis, lot # 8130318. Review of device history files to include in - process testing and final release packet indicated no issues with this lot. The iso requirement for the amount of force to remove the cannula from the hub is equal to or greater than 5 lbs. Lowest pull test on in process testing was 6.71 lbs with an average of 11.10 lbs on that same test set. The 9.98 lbs was the minimum on the final lot testing, with an average of 12.09 lbs for the test set. To date there is one other complaint on this lot having to do with sharpness. Note: there is no requirement for sharpness. Performed pull test 20 ea retain samples. Lowest pull on the retain samples was 9.33 lbs, with an average of 12.67 lbs for the test set.

Event description:
Customer stated on monday (B)(6) 2013 was giving himself a pm injection. He administered the injection and when complete he pulled away the pen and the needle was not attached. The needle remained in his skin, unable to get it out he went to the emergency room. Customer had needle surgically removed on wednesday (B)(6) 2013.